Event description:
It was reported that there was a malfunction resulting in mixer O2 leak. There was no patient injury.

Manufacturer narrative:
A GE Healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.No repair information available.Block A: Patient information could not be obtained due to country privacy laws. Legal Manufacturer:HCS Madison - 3030 Ohmeda Dr, USA Madison, WI 53718.